Event description:
It was reported that the procedure was to treat a heavily calcified, 90% restenosed unspecified deployed bare metal stent implant in the mildly tortuous mid circumflex (cx) artery. The 2.0x08mm nc trek balloon dilatation catheter (bdc) was unpacked without issue and no resistance was noted during removal of the stylet and protective sheath. The nc trek bdc was soaked and prepped prior to use with no issue or leak noted. The nc trek bdc was successfully advanced to the target lesion; however, during the first inflation the balloon ruptured at 10 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.0x10mm non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.